Event description:
The female end of the extension tubing cracked as the nurse was twisted on the flush to flush the compazine from the tubing. This caused the normal saline to leak out of the proximal end of the extension tubing. This incident has the capacity to harm a patient but did not in this case. We are monitoring these events closely. We just recently converted these tubings from a different manufacturer to carefusion. The manufacturer has recently been contacted about these issues by the supply chain analyst. The staff do not believe the connection to the tubing is the issue. They think it just starts leaking once attached/connected to the main line. The extension tubing appears to securely attach to the main line. It (the extension connection to the main line) is not loose.